Event description:
It was reported that when using the bd pyxis¿ medstation¿ es whole keyboard not responding. Customer stated that keyboard worked intermittently from time to time and station was rebooted several times, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-sep-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was not responding. The field service engineer (fse) was not able to verify the customer's issue, as the keyboard was working correctly upon arrival. The fse swapped the keyboard's universal serial bus port and then logged into the hardware test application to run a final test on the keyboard. The final test passed successfully. The system functioned as intended after the field service engineer repaired the device.